Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of a ventricular tachycardia monitor zone event, there was an instance of a single premature ventricular contraction that the pulse generator did not sense. Since this was a single instance, programming changes were not made. The physician decided to continue monitoring the patient. The patient did not complain of any symptoms.

Event description:
New information received stated that an additional occurrence of undersense pvc was found on (B)(6) 2018. The patient was asymptomatic. Programming changes were discussed. No intervention was reported.